Manufacturer narrative:
(B)(4). This is one of two device reports that are associated with this event. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event and expired on the same day, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports that are associated with this event; associated manufacturer report numbers: 1225714-2016-00015 and 1225714-2016-00016.additional information has been requested and will be submitted upon receipt accordingly.